Manufacturer narrative:
(B)(4) batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: please explain what is meant by misfire. Did the device cut and staple? The device locked on the tissue and then would not fire when the stapler was activated. The jaws also wouldn¿t open to reposition. What troubleshooting steps were taken to open device? Tried to open jaws, tried knife reverse button and then used the manual override was it confirmed that the knife was in the home position when attempting to open device? Unknown what is the surgeon¿s experience with device? Been using the device for just under a year, before that was using our echelon flex manual why did the surgeon believe that the convert to open was necessary? As there was significant damage to the bowel and so this part of the bowel had to be transected, doing this open was the preferred method for this, due to time and confidence. Was the device eventually able to be opened? If so, when? Yes with the manual override. Was the same device used to complete the procedure? No. What is the current patient status? Unknown.

Event description:
It was reported that during this lgbp the device performed correctly with blue cartridges on the stomach to reduce the size however during firing on the limb, with the white reload the device misfired and became stuck on the bowel. A portion of the bowel, as it had become damaged had to be resected. The patient also had to be converted to open to complete this. Opened manual release on powered device.

Manufacturer narrative:
Product complaint # (B)(4). Batch number : p56g06. Investigation summary : the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.